Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a failure of the device to alarm during a qrs. There was no report of patient injury or harm.